Event description:
This case was initially received via (B)(6) (reference number: (B)(4)) on 06-sep-2017. The most recent information was received on 13-sep-2017. This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("essure removal") and device breakage ("essure inserted on the left broke at the moment of removal") in a (B)(6) female patient who had essure (batch no. E25508) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2017, 8 months 12 days after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("foreign body of millimetric metallic density was found in front of first right sacrum piece."). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant) and complication of device removal ("foreign body of millimetric metallic density was found in front of first right sacrum piece."). On (B)(6) 2017, the patient experienced myalgia ("muscular pains all over the body") and arthralgia ("joint pains in ankles, wrist and right shoulder"). The patient was treated with surgery. Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia and arthralgia had not resolved and the device breakage and complication of device removal outcome was unknown. The reporter provided no causality assessment for arthralgia, complication of device removal, device breakage, medical device removal and myalgia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). On (B)(6) 2017: CT scan: foreign body of millimetric metallic density was found in front of first right sacrum piece. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 14-sep-2017 for the following meddra preferred terms: medical device removal: the analysis in the global safety database revealed 732 cases. Device breakage: the analysis in the global safety database revealed 1.727 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 13-sep-2017: quality-safety evaluation of ptc. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.